Event description:
It was reported that the cadd ms3 was defective because it was producing error code 80. There was no patient involvement.

Manufacturer narrative:
Additional information: d10, h6, h10: device evaluation: one smiths medical cadd ms3 pump was returned for analysis in a good condition. During analysis, the reported issue was able to be duplicated. The device was found to exhibit error code 80 on screen display during power up. The error code 80 indicated a problem with motor issue. It determined that a faulty motor is the root cause of the issue. Therefore, the motor will be replaced to correct the reported issue, and the front housing will also be replaced as part of the repair process. Based on the evidence, the complaint was confirmed, and the problem source of the reported event is unknown.